Event description:
It was reported that balloon rupture occurred. Debulking was performed using a 1.75 rotablator in proximal to mid left anterior descending artery, then dilation was performed using a 2.50 wolverine balloon catheter, and a synergy stent was placed. Upon checking with intravascular ultrasound (ivus), an injury was made in the left main trunk (lmt) with the tip of the non-bsc guiding catheter. A drug-eluting stent (des) was placed from lmt to circumflex, and a 4.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, on the second inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a non-bsc device. No further patient complications were reported and the patient was in good condition after the procedure.